Manufacturer narrative:
Results: inherent risk of procedure ¿ (mi, death). Conclusions: inherent risk of procedure ¿ (mi, death). (B)(4).

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the rca and one endeavor sprint drug eluting stent implanted in the lad. The patient suffered the mi and expired approximately 13 months post index procedure. The investigator has indicated that it is unlikely that the events were related to the study stent.